Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and dental caries ('teeth rotting') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 9 years 2 months after insertion and 5 years 5 months after removal of essure. On an unknown date, the patient experienced cystitis noninfective ("bladder inflamed"), ovarian cyst ruptured ("ovarian cyst ruptured"), dermatitis acneiform ("skin problem my back arms legs and butt is full of pimple like lesion"), dental caries (seriousness criterion disability), alopecia ("hair falling out") and back pain ("back hurts"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, cystitis noninfective, ovarian cyst ruptured, dermatitis acneiform, dental caries, alopecia and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis noninfective, dental caries, dermatitis acneiform and ovarian cyst ruptured to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and dental caries ('teeth rotting') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2020, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), 9 years 2 months after insertion and 5 years 5 months after removal of essure. On an unknown date, the patient experienced cystitis noninfective ("bladder inflammed"), ovarian cyst ruptured ("ovarian cyst ruptured"), dermatitis acneiform ("skin problem my back arms legs and butt is full of pimple like lesion"), dental caries (seriousness criterion disability), alopecia ("hair falling out") and back pain ("back hurts"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, cystitis noninfective, ovarian cyst ruptured, dermatitis acneiform, dental caries, alopecia and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis noninfective, dental caries, dermatitis acneiform and ovarian cyst ruptured to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.